Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details of two units were not received from the customer. Section h4: device manufacturing details of two units were not received from the customer. Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject devices, two units of bc191-05 flexitrunk infant nasal tubing were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility has reported that the tubing of bc191-05 flexitrunk infant nasal tubing was found to be torn and resulting in the inadequate or no bubbling while use on patient. Conclusion: without the subject device being returned for an evaluation or photography for visual inspection, we are unable to confirm and determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in california has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two units of bc191-05 flexitrunk infant nasal tubing was found to be torn further resulting in inadequate or no bubbling while use on patient. There were no reported patient consequences.